Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
The sales rep reported that during an acl procedure the distal tip of their femoral aimer 6mm offset broke off while in the patient. The sales rep stated that the surgeon removed the broken piece by using a pair of graspers without any issues. The sales rep stated that there was no debris in the patient. The sales rep reported that the surgeon completed the procedure with a 7mm aimer with no patient consequences of delays. The sales rep could not provide the lot number for the device but stated that the device is approximately five years old and has seen heavy use in the field. The device will be returning for evaluation.

Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. The user stated that the device is approximately five years old and has seen heavy use in the field, which probably has contributed in the reported failure. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Depuy synthes has been informed that the catalog number and lot number is not available. Device was not sent back.